Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan (lfs) another country alleging that both the m and c buttons reacted slowly, and the countdown was slow on the one touch ultra meter. The patient reported taking insulin following attempted use of the lfs meter. It is not clear whether the patient was able to obtain a reading on the lfs meter prior to taking insulin. The patient reported feeling tired and having a headache at the time of concern; the dates and times were not provided for onset and duration of symptoms. The patient went to the hospital where a result of approximately 31 was obtained a week earlier around 12:00 to 1:00 pm. Though the unit of measurement was not documented, the hospital device reading is presumed to have been 31 mmol/l. The patient was treated with 20 units of novo rapid insulin. The lfs another country customer service representative reported that the patient was admitted to the hospital. The admission diagnosis and duration were not provided. Information regarding the patient's diabetes treatment regimen was not provided. The lfs another country customer service representative noted that the meter issue was intermittent and the issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. The complaint is reported because the patient alleges having difficulty testing with the lfs product prior to the time she claimed to have symptoms suggesting hypoglycemia. The patient claims she received a hyperglycemic reading at a hospital and received treatment with insulin. It is unknown if the patient was unable to obtain test results on the meter.